Event description:
During a trochanteric fixation nail procedure the compression nut (357.371) was disengaging from the 125 degrees aiming arm (357.365) while attempting to insert the helical blade. The surgeon was able to implant the helical blade and complete the procedure without delay and no patient consequence. Post operatively, the sales consultant attempted to re-create the event with the same compression nut and the additional aiming arms (130 degrees 357.366 and 135 degrees 357.367). The outcome was the compression nut would not tighten and would disengage from the aiming arm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the DHR indicates there was one mrr43610 for 55 out of 55 parts with anodize in the thread (parts should be free of anodize in the thread). All of these parts were dispositioned use as is with the rationale that the nonconformance does not affect safety or efficacy of the device. Vendor cmm data for part 136 and part 133 shows the true position g5 out of specification (oversize). Upper tolerance is 0.05 and the data shows .0721 for part 133 and .0614 for part 136. All other records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: an additional evaluation was performed on the product to evaluate the true position out of specification condition impact on patient harm and impact on form, fit, and function of the trochanteric fixation nail device. There were rub marks, scratches and nicks on the surface of the product. These are consistent with normal use in the field. The true position on the drawing of this product was measured and the device conforms. This confirms that the complaint is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: a product development event evaluation was performed by the product development engineer and it was reported: the returned buttress/compression nut was assembled separately with each of the returned aiming arms and a known good blade guide sleeve (part#357.369, lot#4545108) in order to recreate the complaint condition. The buttress/compression nut was translated on the blade guide shaft in several locations in attempt to recreate the complaint condition. The blade guide sleeve was also levered in attempt to recreate the complaint condition. The complaint condition could not be replicated during this evaluation with the returned devices. The design is adequate for intended use and did not contribute to this complaint. Therefore, this complaint is invalid from a design perspective. An additional evaluation was performed and the report stated the following: the aiming arm was function checked with new mating parts from inventory - the 357.369 blade guide sleeve and the 357.371 compression nut. The gage assembly is retained by the aiming arm during the function check and fully releases when the locking button is fully engaged or pressed, and does not disengage prior to the button being pressed. The function check performed was conducted as per inspection sheet (B)(4).

Event description:
This is 2 of 2 reports for the same event reported on complaint (B)(4).